Event description:
The catheter broke. The reporter did not have any additional information concerning this incident.

Manufacturer narrative:
Conclusion - a root cause analysis was unable to be performed, as the sample was not returned for examination.